Manufacturer narrative:
Cont. H.6. Health effect-f15-recognized device or procedural complication. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, rupture. Photo analysis. Visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported left side "pain, capsular contracture" baker grade iii and suspected rupture. Device has been explanted and replaced with a non-allergan device. The report of "there are a few simple cysts¿ by healthcare professional has been deemed not device related.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event not related to the device. ¿ rupture: no observed openings. ¿ cyst-ndr: not applicable as the event is not related to the device. Additional observations: ¿ deformation observed. ¿ brown particles observed on the surface of the shell. ¿ wear abrasion observed. ¿ creases were observed.

Event description:
Healthcare professional reported left side "pain, capsular contracture" baker grade iii and suspected rupture. Device has been explanted and replaced with a non-allergan device. The report of "there are a few simple cysts¿ by healthcare professional has been deemed not device related.

Event description:
Healthcare professional reported left side "pain and capsular contracture" baker grade iii. ¿the region with inward detachment, suggesting rupture, draws attention in the upper, inner and outer parts. There are a few simple cysts¿. Later, healthcare professional reported rupture was not observed. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3.